Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "wire-like shavings were produced during insertion of the screw. Since the screw did not lock, a new screw was replaced and the operation was terminated."

Manufacturer narrative:
Please note correction to h6 (device code). The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the head of the returned screw is heavily worn out on the inside, the deformation is caused by overtightening of the screw and alignment of the screw out of the advised angulation during insertion. The damage observed led to the formation of fragments. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause was attributed to a user related issue as there is a sign of overtightening on the screw. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "wire-like shavings were produced during insertion of the screw. Since the screw did not lock, a new screw was replaced and the operation was terminated.".